Event description:
I was having some issues with a prolapsed bladder and bladder control. I had surgery and they used the mesh sling for my bladder. I was on a catheter for several days after the surgery as my bladder went into shock and quit functioning all together. I also had issues with infection following the surgery. I now have more issues with controlling my bladder than ever before. I am prescribed and take oxybutynin 3 times daily and not even that can control it and I am forced to wear poise pads all the time and still have instances of overflowing them which is hugely horrifying to me. Reason for use: stress urinary incontinence and anterior vaginal repair.